Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to address acute infection, status post right total hip arthroplasty. Revision notes reported that there was a defect in the facia distally, therefore it was felt likely that this infection tracked deep. There was a small amount of purulent material in the hip joint. We did have to take down the posterior repair which was still intact and do a fairly extensive debridement of scar tissue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) used to capture the device revision or replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr litigation received. Litigation alleges infection, high metal ions, metallosis, loss of mobility and strength, pain, suffering, injury, and emotional distress. Do: (B)(6) 2008; dor: not reported; right hip.